Manufacturer narrative:
Investigation completed 15feb2018. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
Probe was giving a reading of over 600mmhg once inserted into the patient and did not stabilize or come down to the required reading. Another probe was then used and the reading on the monitor stayed above 600mmhg and did not come down to the required reading so they used another monitor and they got the correct readings. The probe was tested on another monitor and the reading was within the limits expected. Due to the failure, the patient was in the operating room for a short time longer than expected. There was no patient injury.